Event description:
My daughter is allergic to nickel. The birth control essure is inside her and it contains nickel. She has been to doctor and ER repeatedly. Yesterday she went again, they sent her home and said there is no way that could be what's wrong. She has had nothing but problems with it since she got it. No one will help. She went back today after I called repeatedly about it. These hospitals and doctors are "profanity." She could die from it.